Manufacturer narrative:
Pump passed the displacement test. Unit received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify prime/fill due to compromised force sensor system alarm. (B)(4).

Event description:
Information received by medtronic indicated that the customer had issue during the prime or rewound of insulin pump. Customer stated they are unable to exit the preparing to prime loop. Customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. No harm requiring medical intervention was reported. The device will be return for analysis